Event description:
Consumer called to report a needle breakoff in the stomach when using the 31 ga pen needle. Went to the doctor for surgical removal. Doctor could not find it and is waiting for the needle to work its way out.